Manufacturer narrative:
The clip applier and clip cartridge were not returned in a timely manner, therefore no investigation could be conducted.

Event description:
During a surgery for a cholecystectomy by coelio, the clip applier jaws instead of clipping the cystic artery, they cut completely the artery causing bleeding, which was stopped by the user of another clip applier with the same lot number of clip m/l-10 cartridge. No negative feedback was received on the pt.